Event description:
The customer reported to olympus, during a therapeutic procedure (laparoscopic gallbladder removal), the visera 4k uhd camera control unit had random intermittent light source issue, with no errors, it was not recognizing a camera head and the touch panel was freezing. The intended procedure was completed successfully. There was no harm or user injury reported due to the event. This report is related to a report submitted (patient identifier: (B)(6)).

Manufacturer narrative:
An olympus representative was dispatched to the facility. The representative observed, no errors, the auto iris was not working, white balance needed to be set several times, the customer indicated that the bulb will be replaced as it had reached 500 hours of use. After the bulb was replaced, it was noted that the reported issue regarding lighting persisted, front panel was noted unresponsive, it was difficult to change the iris, and communication issue with the camera head was noted. Customer was advised to send the subject device to the manufacturer for repair. Information was received indicating that the customer suspects the reported issue was due to the camera head and not the otv-400. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. H4: corrected device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was found that the malfunction was caused by a failure with the attached camera head, ch-s400-xz-ea. Olympus will continue to monitor field performance for this device.